Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that myopotential oversensing was observed. The patient was asymptomatic. Further testing and programming changes were recommended.

Manufacturer narrative:
Correction: the previously reported event date: (B)(6) 2016 was incorrect; the correct event date is (B)(6) 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the patient presented remotely via merlin.net transmission. Review of stored egm showed an episode of non sustained right ventricular oversensing. On (B)(6) 2016 patient presented again remotely with two non sustained right ventricular oversensing episodes. It was noted that the oversensing was due to low level noise or myopotentials. On (B)(6) 2016 patient presented in clinic for follow up and programming changes were made. Patient was doing well.